Manufacturer narrative:
(B)(4).

Event description:
The pt's pump system trial was "incredibly wonderful." Following system implant, the pt experienced increased pain. The pump logs were normal. The pt had no neurological deficits. On (B)(6) 2011 the hcp planned to increase the drug dose and monitor the pt. It was later reported the pt never had therapeutic effect and has not had pain relief. The pump medication morphine was regularly increased. The medication was then changed to dilaudid. The pt believed the catheter was "not in the fluid." In (B)(6) 2011 the pt underwent a dye study; the catheter was "attached." The physician performed (B)(6) study with the programmer. The pump roller "wasn't working," but the hcp was able to "get it going." The pt planned to discuss options with the hcp on (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.